Event description:
Customer reported that in 5 ICU, the IV tubing on a fentanyl infusion came apart at the lower injection port. The affected pt is in a coma and was in a supine position. There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
The affected product has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval is completed.